Event description:
Health professional reported the removal of a port due to an alleged "port migration." Health professional has declined to provide any add'l info at this time.

Manufacturer narrative:
Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number and implant date provided by the reported the connector type is assumed to be a taper ii. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments."